Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that their controller is unresponsive. Patient stated that they woke up this morning and noticed the controller was completely blank. Patient stated the controller was starting to get low, and when they went to plug the controller into the ac power supply, the controller screen was still fully all black. Patient stated they reset their controller twice, and that did not resolve the issue. Agent had patient remove the battery pack from the controller and connect the controller to the ac power supply without battery pack inserted; patient confirmed the controller did not power on. Patient then reinserted battery pack and confirmed that the controller was still unresponsive with no green flight above the controller screen. The patient did not have any aa batteries to continue troubleshooting the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient mentioned during the call that they can still feel the zapping from yesterday, as they turn their stimulation up higher when they wake up. Patient stated they have 40% left of their implant. No allegations made regarding the stimulation.

Manufacturer narrative:
Continuation of d10: concomitant product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd:,(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.